Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue; no damage to the pump, no moisture in the pump, battery cap fits properly. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data revealed no records of pump rebooting. The returned battery cap was intact and without damage. The battery cap measurements were evaluated and determined to be within the required specifications. The battery cap attached to the pump securely. On examination, there was moisture corrosion inside the battery compartment. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. The pump case was noted to be cracked and leak testing confirmed moisture ingress into the pump at the site of this case damage. The pump was opened and revealed moisture damage to the printed circuit board. Investigation determined the moisture damage was the cause for the blank display. Product analysis was not able to fully investigate the pump for the alleged ¿intermittent power¿ complaint because of the unrelated display/moisture damage.